Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2015 with the following findings: the display was found to be dim with red lettering. The returned battery cap was used for the investigation. The pump was exercised for 24 hours. The battery was removed and the pump was left without power for 6 hours. When the pump was powered on again it had returned to the default time and date. The pump was opened for further investigation and an internal clock battery malfunction was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed a dim display with red lettering. This report is made based on results of investigation completed on 03/18/2015.